Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 16-0x20e6. Caller did not experience a blood glucose level exceeding 500 mg/dl (27.7 mmol/l), and there was no adverse impact on the customer's blood glucose level. Technical support was to complete an online form for a field correction on behalf of the customer and proceeded to replace the pump with one having updated software. Caller understood instructions on using multiple daily injections for backup therapy, the storage mode procedure, and returning the faulty pump with a pre-paid ups label. Training would be available in their tandem source account upon receiving the replacement pump.